Manufacturer narrative:
There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a large pneumothorax requiring chest tube placement and hospitalization. The physician believed that the pneumothorax could have potentially occurred via another biopsy modality. There were focal severe emphysematous changes along the medial aspect left upper lobe. Associated with this region of focal severe emphysematous changes was an irregularly marginated opacity medial left upper lobe spanning 1.4 x 1.8 x 1.2 cm. The lesion distance to pleura was less than 1cm. Tools utilized included a 21g flexision needle, forceps, and a cytology brush. The procedure was completed as planned and a chest tube was inserted to resolve the pneumothorax; additional interventions included management for chronic obstructive pulmonary disease (copd) exacerbation. The patient was hospitalized for 7 days due to a continuous air leak and was subsequently discharged home. The diagnosis obtained from pathology was adenocarcinoma (malignant). There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.